Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation, the implantable pulse generator (ipg) was not holding a charge, and the lead had migrated. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device was not returned.